Event description:
The pt is reportedly experiencing intermittencies. Programming adjustments were made and the external equipment was exchanged; however this did not resolve the issue. Device revision surgery has been scheduled.